Event description:
A physician reported a pt who was treated on 4/7/97 into the upper and lower vermilion. The pt reported almost immediately after the treatment that the injection sites were numb. All injected areas were black and blue. On 4/11/97, the injection sites were not particularly swollen; there was no evidence of necrosis or tissue breakdown. There was bruising throughout the vermilion, and the areas were tender to touch. The physician prescribed oral keflex, although he did not think that the pt had developed an infection. The physician believed the pt had probably developed hypersensitivity.

Manufacturer narrative:
On 19 november 1997, follow up was rec'd from the physician. The pt was seen on 03 october 1997 and 05 november 1997. The symptoms resolved completely on 15 april 1997. The physician performed a collagen retest with negative results and administered another treatment into facial rhytids without problems.